Event description:
The customer reported the monitors intermittently go black when the x-ray button is pushed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and loaded a software upgrade. System operates as intended.